Event description:
It was reported to the manufacturer that during lead retunneling surgery for patient comfort, the surgeon observed the lead to be filled with fluid. The surgeon reported that the diagnostics tests performed on the patient's device prior to surgery revealed proper device function. The surgeon decided to revise the lead and the explanted lead was returned to the manufacturer for product analysis. Product analysis has been completed on the lead. Fluid was found inside the silicone tubing of the lead assembly. No obvious point of entrance on the lead was identified for the fluid. No adverse effect to the quadfilar coils, resulting from the fluid observed. Other than the above mentioned observations and typical wear and explant related observations no other anomalies were identified in the returned lead portions that could affect the functionality of the lead.

Manufacturer narrative:
Device operated according to specifications; however, product analysis found fluid in the lead body. The cause of the fluid ingress is unknown.